Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device once turned on gives alarm, customer was unable to specify the type of alarm. There was unknown patient involvement.

Manufacturer narrative:
D4. Primary UDI number: (B)(4). Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Unit looks to be in used condition, has a dirty water tank. Functional testing was performed. Customer stated problem can be confirmed. Root cause was all light emitting diodes (leds) from the mainboard were broken off. No normal function possible. Faulty board replaced and temperature adjusted. All tests passed after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.